Manufacturer narrative:
Analysis of the catheter (B)(4) identified a break in the catheter. Analysis identified an area of compression on the catheter body. Analysis of the pump (B)(4) identified no anomalies. Analysis of the catheter (B)(4)found no significant anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 16-aug-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a patient, via a manufacturer representative (rep), receiving an unknown drug via an im plantable pump for spinal pain. Information received reported the patient had increased pain and had a failed catheter dye study in (B)(6) 2019. The pump and catheter were replaced at on (B)(6) 2019 due to the catheter being fractured at the spine. The issue was resolved at the time of this report. The patient's status was alive - no injury.